Event description:
A 2.5 mm diameter x 18 mm length endeavor mx2 drug-eluting coronary stent delivery system was used for the treatment of a lad lesion. The lesion morphology is unk. It was reported that the device shaft broke completely apart while the physician was pushing the device very hard over the guide wire. The case was completed with another endeavor drug-eluting coronary stent delivery system. The patient is reported to be fine.

Manufacturer narrative:
Evaluation codes, results: incorrect technique/procedure. Conclusion: device failure related to user handling (device pushed very hard over wire).